Manufacturer narrative:
Approximate age of device ¿ 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced elevated white blood cell in the 12k range which prompted a pan culture. Both blood and drive-line cultures were (B)(6) for corynebacterium striatum group. The patient was admitted from clinic for treatment of drive line infection. Infection was not responding to oral antibiotics. Upon admission the patient was switched to vancomycin and cefepime infusion. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.